Event description:
On 05/18/1998 the account reported an erratic creatine kinase myocardial bands result of 35.9 ng/ml which was run on the imx analyzer. An alert or flag was not given with the erratic result to warn the user. According to the account, samples are cheked for fibrin before testing. The sample was retested and results of 10.6/10.5 ng/ml were given. The sample had been refrigerated between the initial and repeat testing. It was not respun prior to retesting. No report of injury.